Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the stent implant was returned for analysis. The reported device damaged by another (explanted stent) was able to be confirmed. Ischemia is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat lesions located in the distal left main to the circumflex (lm to cx). The lesion was treated with a 2.75 x 28 mm xience alpine stent deployed at 16 atmospheres. A shift in plaque was observed to the lad causing a slow blood flow; therefore, an attempt was made to cross a non-abbott guide wire through the implanted stent struts to reach the lad for treatment of the plaque shift; however, it would not cross through the stent strut and the tip of the guide wire became stuck on the stent struts. Retraction of the guide wire resulted in the implanted stent being explanted along with the guide wire. Another 2.75 x 28 mm xience alpine stent was successfully deployed in the lesion and was post-dilated. An attempt was then made to go through the side struts of the deployed stent with a 2.25 x 8 mm xience alpine stent; however, it would not go through the struts. After additional pre-dilatation was performed, another attempt was made with a 2.25 x 12 mm xience alpine which was able to cross through the struts for treatment of the lad. The patient was stable post-procedure. No additional information was provided.